Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ssc ccc was analyzed and the customer reported complaint was confirmed and replicated. The ssc ccc was visually inspected, where no issues were found. The ccc was taken to a programming station where it was confirmed bricked. The ccc was unbricked, and reinstalled where the system functioned normally. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the root cause was determined to be a bricked ccc.

Event description:
It was reported that prior to starting a da vinci-assisted splenectomy surgical procedure, customer contacted technical support while setting up, reporting a "console not connected to the tower" message on the second teaching console. A hard power cycle was performed and all blue fiber cables were reseated without resolving the issue. Later, an error appeared on the primary console as well. Pressing the touchpad start button on the second console continued to present the connection message. Attempts were made to use a backup blue fiber cable and daisy chain the consoles together, but the second console still would not connect to the tower. Powering off and swapping ports did not resolve the issue. Another hard power cycle was performed, but the console would not power on with the system. The recommendation was to leave the secondary console powered off to avoid further errors. The procedure was completed as planned with no reported injury.